Manufacturer narrative:
Additional information was received on (B)(6) 2017, from the contact, stating that the customer passed away on (B)(6) 2017 due to a bacterial infection, unrelated to pump or supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away in mid-(B)(6) 2017, exact date was not provided. The cause of death is unknown and it is unknown if the customer was using the pump at the time of death. Multiple attempts were made to obtain additional information. However, no additional information was obtained. The healthcare provider's (hcp) office did not have any additional information regarding the customer's death. In addition, the medical examiner's office was contacted and a records search performed. However, there was no autopsy on record as the customer's death was not a medical examiner case.